Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) had high out of range defibrillation impedance. The patient was asymptomatic. The patient will continue to be monitored. There were no consequences to the patient.